Event description:
A nurse reported that during the intraocular lens (iol) implant procedure, observed that lens stuck in cartridge and could not insert iol. There was patient contact with no patient harm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).